Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, that during an unknown procedure the trigger of the truespan 12 degree peek did not eject the peek devices. Also, the truespan 24 degree peek released before the surgeon pulled the trigger. Procedure was completed using replacements. No patient consequence and no surgical delay was reported. No additional information was provided. This report is for one (1) truespan 12 degree peek. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection under magnification reveals that the distal end of the sleeve that is on the shaft is damaged. It appears that it placed against a hard surface and caused it to bunch up. This would prevent the implants from firing properly. There were no other anomalies noted on the rest of the device. This complaint can be confirmed. The probable root cause is unintended use error. A manufacturing record evaluation was performed for the finished device lot number on 12-17-2019, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).